Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported coating on the glidewire came off in the middle of the wire. It was reported they could see the core of the wire. Access was lost as a result of the coating loss. Additional information was received on (B)(4) 2018. The coating did come off while in the patient, however, they did not retrieve it due to it going unnoticed. It was discovered when they were unable to pass a balloon over the wire. The patient was hemodynamically stable. However, they lost wire access after attempting to cross for over 30 minutes a difficult chronic total occlusion, which resulted in more radiation and contrast being administered to the patient. They were working through a long 6fr sheath, and the wire was never used in conjunction with a metal access needle.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. Date of event was inadvertently left blank on the initial report, however, the date has been provided.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection revealed the urethane outer layer had been sheared off the wire on approximately 1380mm -1381mm from the distal end of the device, where the core wire was exposed. Magnifying and electron microscopic inspections of the urethane outer layer-sheared segment revealed that: the end of the sheared urethane outer layer had the configuration which indicated that the urethane outer layer had been ripped off. The urethane outer layer had been total-circumferentially sheared off the wire and the sheared portion approximately 1mm in length was missing. Magnifying and electron microscopic inspections revealed that some abrasions had been generated on the surface on the segment adjacent to the urethane outer layer-sheared segment. This indicated that the actual sample was exposed to some external force, including abrading force. The outside diameter was determined on the undamaged segment and confirmed to meet the specifications. IFU states: do not use a metal torque device with the glidewire. Use of a metal torque device may result in damage to the glidewire. Do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire. There is no evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was subjected to excessive abrading force by being used in combination with a metal device, including a metal torque device, resulting in the reported damage on the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information.